Event description:
It was reported that the plum administration set vent valve for chemotherapy drugs leaked. There was no patient harm reported.

Manufacturer narrative:
The device is unavailable for further evaluation by the manufacturer. In the event that additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The complaint of leakage can be confirmed based on the photos provided. Received one photo showing leakage from the vent plug juncture on the drip chamber with the cap closed. The lot was reviewed and previous complaints of a similar nature were examined. A leak from in-between the cap and mating surface on the vent plug juncture can occur when the cap is damaged. The probable cause of a damaged cap is related to the assembly process of the vet cap to the piercing pin and the variability of the material, at the moment in which the machine mechanically performs the closing process of the vent cap. The device history review (DHR) for the reported lot was reviewed and no nonconformities were found that would have led to the reported complaint.